Event description:
It was reported that the patient who was post myocardial infarction with complete heart block. Data indicated that ventricular lead was oversensing and pacing inappropriately as the lead was programmed to a minimum sixty beats per minute (bpm) yet was recording beats of fifty (bpm). The oversensing self-corrected and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.